Event description:
Customer reports that the spikes were falling out of the bags. According to the customer the bags were spiked and the sets were primed before the chemo was added. After the chemo was added the bag and set were refrigerated overnight; when they attempted to use the set-up the next day, the spikes fell out. According to the reporter, no patient or user injuries resulted.